Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent. Twenty three days prior to the receipt of this report, the pt was hospitalized for the event. Treatment was not reported. Two days after being admitted to the hospital, the patient was discharged from the hospital. The cause of the peritonitis and the outcome of the peritonitis were unknown. Additional information was requested but is not available.